Manufacturer narrative:
(B)(4). The subject rt380 adult dual-heated evaqua2 breathing circuit with mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in china reported that an mr290v vented autofeed humidification chamber provided as a part of an rt380 adult dual-heated evaqua2 breathing circuit was found leaking water during patient use. The healthcare facility also reported that following inspection, a crack on the humidification chamber was identified. There was no patient consequence.